Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
End-user alleges that pad-pak-01 lot#a2703 did not work out of box when installed in a device. No patient involved.

Manufacturer narrative:
The pad-pak DHR for lot no. A2703 was reviewed and showed that this was 1 of 200 pad-paks manufactured in this lot. Each pad-pak was subject to a battery voltage test on the 30th august 2017 with no recorded fails for battery voltage. 199 pad-paks from this lot were shipped to ¿heartsine llc.¿ on the 31st august 2017. Upon investigation of the returned pad-pak, the fuse was measured and found to have blown. The fuse may have blown by an external connection issue, e.g. An accidental shorting of the battery terminals during handling. The user was contacted for further information regarding the use of this pad-pak and they informed that this pad-pak was installed in a sam pad device, however, subsequent pad-paks were used with this device with no apparent fault. This would suggest the fault is most likely due to an internal or external handling issue. The pad-pak will be scrapped and replaced.

Event description:
End-user alleges that pad-pak-01 lot#a2703 did not work out of box when installed in a device. No patient involved.